Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The customer declined the c-arm repair. No further information is available. This event may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system needs to be repaired. No patient injury was reported.